Event description:
It was reported that, "due to infection, tibial insert was removed along with other components. Upon removal, it was noticed that there was a discoloration on the tibial insert & burnishing on the backside."

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. There is insufficient information at this time to determine if a stryker device caused the patient's infection. If device and/or additional information becomes available, a supplemental report will be issued.